Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code malf 1 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy while pump was replaced, and technical support arranged shipment of replacement pump.